Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart: 58 mg/dl (advantage gts) and 31 mg/dl (lab) caller states that sample was drawn on central venous line, and that central line was flushed prior to obtaining sample. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.